Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation. The legal manufacturer performed an investigation. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause of the issue could not be conclusively specified. This device was released prior to countermeasures for a change in the operational amplifier circuit design of the dr board, and it is likely that the issue occurred due to a failure of the operational amplifier.

Manufacturer narrative:
The device was returned to an olympus service center for evaluation and the reported issue was confirmed. The patient board was working intermittently on 180 type scopes and the connector unit lock pins were damaged. In addition, the housing had minor dents and scratches. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The user facility reported to olympus that the evis exera iii video system center had a bad image. The procedure had to be rescheduled due to a missing loaner replacement. No patient harm reported.